Manufacturer narrative:
(B)(4). This complaint for a connection issue is not confirmed because the disposable set was not returned to baxter, and the user did not describe any types of use errors or other issues that might have caused the reported issue.

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) was priming the home choice (hc) and the heater bag was filling with air due to a connection problem. The hp heard a slushing noise and saw the heater bag filling up with air. The hp found that one of the supply bags was not connected properly. The hp cycled the power to get the hc back to press go to start. The technical service representative (tsr) advised the hp to start over with new cassette and bags. The hp would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.